Event description:
This pt underwent embolization of anterior communicating artery. During the procedure, the physician tried to deliver trufill dcs orbit complex 7x13 into the microcatheter (prowler lp es 45). During the unzipping of the orange zipper, the physician felt an unusual looseness. The physician found that coil and delivery tube separated.

Manufacturer narrative:
Add'l info indicated that all the products were stored per (IFU) instruction for use, and all the products were new. None of the products was exposed to excessive heat. After removal from the package, the product was not damaged. All the products were prepped per IFU guidelines. During insertion, the coil delivery sheath was properly seated in the microcatheter hub. The touhy was closed to secure the coil introducer and allow loading of the delivery system. All the IFU guidelines were followed to deliver the coil into the microcatheter. The coil detached and the delivery tube detached when the operator unzipped the orange zipper that felt unusually loose. The looseness indicated in the report was investigated prior to inserting in the pt, but nothing unusual was seen on the coil delivery system. No resistance was noted between the delivery system and microcatheter. A constant and dedicated flush was maintained at all times through the microcatheter. The target site was not lost. After the event occurred, the coil and delivery system was not damaged. The same microcatheter was utilized to complete the procedure by using another coil. Add'l info will be submitted within 30 days of receipt.